Event description:
During an iliac stenting treatment procedure, the physician noted a line green liquid in the inflation unit while deflating the balloon following deployment of the express-biliary ld stent. The procedure was successfully completed with this device. The pt status is reported as 'fine'.